Event description:
Information was received from a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that there was a loss of stimulation daily when the patient was doing regular household things. It did not occur when the patient did anything in particular, and it was not related to positional movement. The patient reported that last week they were attacked by hornets and fell to the left on their back. The implantable neurostimulator (ins) was reported to be located in the patient's abdomen on the right side. When checking the patient programmer, it was confirmed that stimulation was on. The patient was able to adjust stimulation but increasing the stimulation did not resolve the issue. The issue did not resolve when the patient switched to another group in their settings. It was reported that the issue was sudden starting on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was chased by a swarm of yellow jackets, ran away, fell, and pulled their leads loose from their stimulator. The patient needs an x-ray. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2017 they had a revision and lead wires were replaced and moved to the center of his back. The patient reported the ins was moved from their stomach area to between shoulder blades to shorten the distance between leads. The patient reported revision was needed due to the fall they had in (B)(6) and lead wires were pulled out of position. No further symptoms and/or complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated again that the surgeon removed surgeon removed the ins form the stomach area and placed it in the back. The patient reported that they do not know why it was placed that way, but they cannot reach behind the back to turn it on. The patient reported that they will be seeing the surgeon to take the staples out and will ask the healthcare professional about how they expect the ins to be turned off and on and charged when it is located at the back. The patient reported that due to the location of the ins, the charging belt doesn't work, and a patient programmer antenna is needed.